Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. Update/corrections to the following sections: b4, b5, d4, d6b, d10, e4, g7, h2, h3, h6 and h10

Event description:
Deflation resulting in explantation

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Statement from physician: patient called with deflation of left implant on (B)(6) 2019 and doctor confirmed on (B)(6) 2019.

Event description:
Alleged implant deflation resulting in explantation.